Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 4-6 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged section was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a non-bsc stent. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.